Event description:
It was reported that the patient presented due to their right ventricular (rv) lead exhibiting high pacing impedance. The rv lead was capped on (B)(6) 2025 and successfully replaced. The patient was stable.